Event description:
It was reported that the patient never had therapeutic effect. The device had been turned off for years. The device had recently been turned on to see if it would work. A patient programmer was ordered for the patient, as well as an antenna. It was further reported that the patient was having pain. It was further clarified by the healthcare professional that the pain was at the pocket. The patient could hardly move due to the pain, which started about 2 weeks prior to the report. Of note, the patient had a fall months ago that affected the ¿0 lead¿ but no recent falls. The stimulation had been turned off since that fall. After the stimulation was turned back on, the patient was ok for a week in terms of pain, but was not getting any results. The patient had an upcoming appointment on (B)(6) 2013. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v251861, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# v251861, implanted: (B)(6) 2009, product type: lead. (B)(4).